Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she had unexplained high blood glucose levels when her battery life was down to 1 bar. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer mentioned receiving a no delivery alarm previously. The customer declined troubleshooting because she stated that she was a blockage during prime and then changed the infusion set. The customer stated that the cannula was neither bent, kinked nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement battery cap would be sent. Nothing further reported.